Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 jaws cauterization stopped working during surgery. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the jaws. There were minimal signs of clinical usage and minimal evidence of blood. A pre-cautery test was performed on the device with a reference power supply and cable. The device passed the pre-cautery test, it produced steam and heat during several activations. Based upon the functional test, the reported failure "failure to deliver energy" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).